Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on (B)(6) 2017 with the following findings: a call service 078 alarm was observed in the pump¿s black box history. A motor failure was found during the course of investigation. There was evidence of moisture ingress on the motor connector wire. The battery compartment was found to be cracked.